Manufacturer narrative:
A titan pump, two cylinders, and a reservoir were received for evaluation. Microscopic examination revealed rough and irregular surfaces noted on the detachment site of the short pump exhaust strain relief and the detachment site of the cylinder 1 exhaust tube indicating sufficient stress was exerted to separate the site. A separation was noted on the bladder of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination revealed a central groove indicating contact with a sharp object, such as a needle. A separation was noted on the bladder of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination revealed a smooth, straight edges indicating contact with sharp instrumentation. Burn-like marks were noted on both, cylinder 1 and cylinder 2, indicating contact with a cauterizing tool. These were not sites of leakage. Microscopic examination revealed a group of striations on the reservoir strain relief, indicating contact with unshod instrumentation. This was not a site of leakage. Microscopic examination revealed surface abrasion on the longer pump exhaust tubing, the pump inlet tubing, and the cylinder 2 exhaust tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump or reservoir . Based on examination of the returned product, it was concluded that the longer pump exhaust tubing and the pump inlet tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the shorter pump strain relief. The detachment ends of the shorter pump exhaust strain relief and exhaust tube of cylinder 1 confirmed rough and irregular detachment ends. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed separations on the bladder of cylinder 1 and cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device, combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information, there was torn tubing above pump hub. The device was removed/replaced.